Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v200 indicating that the oxygen concentration was not accurate. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Investigation is ongoing.

Manufacturer narrative:
Philips received a complaint by the customer on the v200 indicating that the oxygen concentration was not accurate. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the oxygen concentration was not accurate. Per good faith effort (gfe) response, the device was not repaired due to being out of support. No further action was performed. The device was not repaired due to being out of support. No further action was performed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.